Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch uf/importer report #(B)(4) received on 15jul2019 with the following information: on (B)(6) 2019, a bone marrow biopsy on a potential related donor for an existing patient was being performed. While obtaining the core sample, the handle on the obturator broke off, leaving the 11-gauge needle, included in the 3403904-3 trap system bone marrow biopsy tray in a (B)(6) male patient. The provider was able to manually remove the needle without any additional trauma and complete the biopsy in the same site. Additional information was received on 02aug2019 as follows: there was no patient injury, medical intervention or a surgical delay reported.

Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to the end users experience could not be determined. The DHR review cannot be perform at this time.